Manufacturer narrative:
According to available information, this lead was reprogrammed resolving the sensing issues. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that one day post implant, the patient with this atrial lead and device experienced symptoms of breathlessness and was transferred to the intensive care unit (ICU). Earlier that day, a pneumothorax had been noted and will have a chest drain inserted in the ICU. It was thought this was due to a perforation during the subclavian access venous puncture. Hospital monitoring revealed a rapid atrial fibrillation (af) rate of 120 bpm. Interrogation this lead was undersensing and occasional inappropriate atrial pacing. The atrial sensitivity was reprogrammed resulting in appropriate sensing. No further patient symptoms were reported.